Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window, cracked belt clip slot, and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was exposed to moisture. The keypad on the insulin pump was unresponsive. Customer's blood glucose level was 165 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.